Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator's bin, which contained rocuronium needed for emergencies, kept failing. This incident resulted in a delay in patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator cubie pockets 2 and 3 in the first row were intermittently failing. A field service engineer (fse) checked using the hardware test application and found the cubies were not working properly. The fse removed the first row of cubie pockets and replaced the interface and relay access controller (irac) board (main control board). All pockets started working again, and the customer inventoried the meds. The system functioned as intended after the field service engineer repaired the device.